Manufacturer narrative:
(B)(4) .

Event description:
The manufacturer representative initially reported that the patient was scheduled for a pocket revision on (B)(6) 2015 due to difficulty charging. It was also reported that there was an alleged overdischarge, communication could not be established with external device(s), and the last successful recharge was one month ago. It was noted that recharging was not maintained due to an issue with recharging. It was reviewed that a physician mode recharge (pmr) needed to be performed in a clinical setting, and the overdischarge will likely be addressed after the pocket revision. Additional information received from the manufacturer representative clarified that the patient had an implantable neurostimulator (ins) replacement procedure, not a pocket revision. The patient no longer wanted to bother with charging, and she had opted for a non-rechargeable ins. The manufacturer representative also reported that the original ins was in discharge mode, and the manufacturer representative did not get any readings on the clinician programmer. It was unknown to the manufacturer representative whether the cause of the difficulty charging was determined or whether any troubleshooting and/or diagnostics were performed related to the difficulty charging and ins pocket issues. There were no reported patient symptoms. If additional information is received, a follow up report will be sent. The patient&#38112;indications for use included non-malignant pain.